Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised for tibial baseplate loosening.

Manufacturer narrative:
Corrected data: lot #: t04w363. Expiration date: 12/31/2009. Other # (sterile lot #): 0412r. Device manufacture date: 12/27/2004. An event regarding loosening of a tibial baseplate was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned devices found no material or manufacturing defects. Medical records received and evaluation: all medical information was reviewed by a consulting clinician who indicated additional medical records would be required for a conclusion. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined due to the limited information provided. However, examination of the returned devices found no material or manufacturing defects. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised for tibial baseplate loosening.